Event description:
Patient presented to the physician, three days post-implant, with a hematoma at the chest incision site. Physician applied pressure dressing and txa-tranexamic acid to the area to the incision site. Patient presented back to the physician with improved incision site appearance.